Manufacturer narrative:
(B)(4). Although requested, the serial number for the 980 ventilator was not provided.

Event description:
It was reported that, on start up a 980 ventilator generated a continuous audible alarm. The ventilator was not in use on a patient at the time the event occurred.